Manufacturer narrative:
Device has not returned. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the problem is that the user was not able to pass the bypass tube to sheath valve (was very tight). Clinical consequences: device removed entirely and replaced. Second attempt made successfully. Therapy/treatment delayed without causing any complications/injury. Associated to: MDR 3010252479-2021-00148 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The manufacturing records indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an eavr, a 14f ce manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. The sheath was removed and a second 14f ce manta was opened and deployed without complication. No devices were returned for investigation.